Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was getting poor coupling while recharging the ins. The patient noted that then they first got the device they were able to get half of the coupling bars filled but when they got home they had zero bars. Repositioning the antenna and performing antenna locate did not resolve the issue. A new antenna was sent to the patient but the issue persisted and the patient still had poor coupling. The patient was redirected to their hcp. Follow-up was conducted. No patient complications/symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the poor coupling was that the ins was too deep. To resolve the issue they were having surgery to move the device closer to the skin. No further issues were noted or anticipated.